Event description:
It was reported that a retracta detachable embolization coil failed to detach from the delivery wire during a coil embolization procedure in a patient of unknown age and gender. The internal iliac artery was approached from the femoral artery. After the device was delivered to the placement site, an attempt was made to deploy the coil. The coil was repositioned several times and was rotated counterclockwise; however, the coil could not be detached from the delivery wire. The device was then removed from the patient and the procedure was successfully completed by using another like-device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The customer noted that the device was undamaged upon opening the package.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a retracta detachable embolization coil failed to detach from the delivery wire during a coil embolization procedure in a patient of unknown age and gender. The internal iliac artery was approached from the femoral artery. After the device was delivered to the placement site, an attempt was made to deploy the coil. The coil was repositioned several times and was rotated counterclockwise; however, the coil could not be detached from the delivery wire. The physician tried both positioning the junction zone just inside the catheter tip and positioning it just outside when detaching the coil. The device was then removed from the patient and the procedure was successfully completed by using another like-device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The customer noted that the device was undamaged upon opening the package. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU) for device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [t_mwcer_rev6] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence gathered upon review of the dmr, IFU, and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 17oct2024, it was reported that the physician tried both positioning the junction zone just inside the catheter tip and positioning it just outside when detaching the coil.